Event description:
Provider states that both of the forks are bent.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Provider states that both of the forks are bent.